Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a single out of range shock impedance measurement. The chronic values have been consistent and no episodes of noise found. The field representative will discuss the issue with the health care professional (hcp) and will plan further troubleshooting at next months scheduled office visit. There were no adverse patient effects reported.